Event description:
It was reported that a shaft break occurred. The 100% stenosed, 2.5mm x 35mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured and the balloon failed to cross the chronic total occlusion lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. The 100% stenosed, 2.5mm x 35mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured and the balloon failed to cross the chronic total occlusion lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the device was completely removed.